Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) that dropped to 50 mg/dl and remained below 70 mg/dl for approximately one hour. Treatment for the event included consumption of candies. The user did not require outside assistance or medical intervention. At the time of the report, bg levels were stable.